Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing on the second day of loading a new cartridge. The user's blood glucose (bg) level was as high as 360 mg/dl. The user addressed bg level with boluses. Reportedly, the user used the incorrect load technique to remove air bubbles.